Manufacturer narrative:
H.10: the flow probe and then the scp control panel were replaced and the issue was still present. It was reported that the customer was using a customer-made tubing set with 1/4" x 3/16" segment for use with 1/4" flow probe. The flow probe must only be used with a pvc tubing with a diameter of 3/8" x 3/32" as per the instruction for use. Based on the above, the root cause of the reported malfunction could be traced back to a failure to follow the instruction for use.

Event description:
See initial report.

Manufacturer narrative:
Further details on patient information were not provided. Livanova (B)(4) manufactures the sorin s5 system. The incident occurred in nashville, united states. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a sorin s5 system did not display flow values during procedure. There was no report of patient injury.